Event description:
It was reported that during a prolapsectomy according to longo procedure, there were missing staples in the anal canal. The procedure was completed by manual sutures. There was no pt consequence.